Manufacturer narrative:
Additional information: g3, h3, h6 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The issue was resolved by replacing and recalibrating the co2 board. It was reported that the device produced high co2 readings. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of issues with batteries and software. This was solved by replacing the internal and external batteries and upgrading the software. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the device produced high co2 readings on a patient. Calibration was attempted but the device failed and produced "wrong gas and unstable gas" error messages. The device was power cycled and standard calibration procedure wasfollowed. The filter line could not be confirmed if swapped for the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.